Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of clear fluid from under their coulter lh 750 hematology analyzer. The operator was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient samples with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and found and repaired a diluent leak (no blood was observed; a few drops of diluent were contained in the drip tray) on the bsv (blood sampling valve). Fse also replaced rbc and wbc diluent dispensers, cleaned the bsv and the shear valves, replaced the bsv knob, ran controls and verified operation of the system. Results met published performance specifications. The leak occurred because the bsv knob was defective due to wear (end of life) and wasn't allowing a good seal on the bsv. (B)(4).